Event description:
Ventilator unit did not alarm when the unit "stopped delivery breaths" to the patient. This occurred twice with different therapists. They both indicated that the unit "sounded like it was functioning normally i.e. "Mechanical delivery sounds" were audible.in one occurrence it had been in use for approx. 30 minutes; in the other occurrence it had been in use for approx 10 to 15 minutes before failing. The therapists were alerted to problem due to the drop in spo2 - the therapists were at the beside and noted the drop and supported the patient by manually delivering the breaths through the use of an ambu bag. In one of the occurrences the tech stated that she saw a message indicating "low pressure". In the other case the therapist cannot recall viewing any errors on the display. In both occurrences there were no patient injury. The unit was removed from service.